Event description:
Customer reports troponin (tni) correlation issue. One pt, whole blood sample. Pt was discharged based on the access result.

Manufacturer narrative:
Product services tested returned pt samples, calibrator z, calibrator h on profiler (B) (4). Observations for tni recovery, high bias, elevated values, and false positives follow: error codes were observed with pt sample land with pt sample 2 pre and post hama. Error code e:8 (low range failed) was observed with pt sample 1 and pt sample 2 pre and post hama. Tni value with pt sample 1 was 2.01 with an elevated nsb spot of 23.4. Tni value with pt sample 2 prehama was 1.88 with an nsb spot value of 20.4, and posthama was 0.37 with an nsb spot value of 5.7. Tni recovery with pt sample 2 on assessii was 0.00ng/ml. All data points with cal z were below the mfg cut off. One data point with cal h was above the mfg 2sd range with a % recovery of 96%. A decrease greater than 50% in the tni value post hama treatment (and the decrease in the nsb spot) with pt sample 2 is evidence of sample specific interference. The interference from hama or heterophilic antibodies caused the increase in tni recovery on the triage devices. Conclusion: product services tested returned pt sample on triage and tested it for hama-specific interference. Product services observed error codes on triage and confirmed hama testing. Heterophilic antibody interference was observed. Further testing of retention devices showed results within specifications. No product deficiency was established; corrective action not required.